Event description:
Boston scientific received information that this patient had a procedure to replace their left ventricular (lv) lead due to chronic diaphragmatic stimulation. The lead was surgically abandoned and a new lv lead was implanted, although difficulties implanting the lead were noted due to the patient's tortuous venous anatomy. It wasn't known until after the pocket was closed that a perforation had occurred in the coronary sinus. Multiple venograms were taken throughout the lv lead implant which did not show signs of dissection or staining within the coronary sinus. The patient subsequently passed away the same day as the procedure due to cardiac tamponade. The local area sales representative (sr) stated they were unable to determine if one of the lead accessories contributed to the perforation or if it was due to the multiple wires used that the hospital had in stock. It is unknown if the lead was explanted post-mortem.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.